Event description:
It was reported that the ilet displayed ¿unable to proceed. Alert 38¿ during a supply change, and repeated the same alert immediately upon a dry run after a restart and removal of all supplies, consistent with a consecutive stalled motor alarm for the insulin delivery mechanism. Symptoms included no reported physical symptoms despite a continuous glucose monitor reading categorized as high. Outcomes included use of backup subcutaneous insulin therapy via pen. Investigation included device restart, supply removal, and attempted dry run, followed by arranging a replacement device and instructions for return. Investigation of this case revealed a suspected motor stall within the insulin delivery component consistent with a malfunction preventing operation. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction affecting the motor drive for insulin delivery. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.